Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock lead impedance (sli) values of greater than 200 ohms with the right ventricular (rv) lead. It was also noted that there was oversensing of the rv signal on the ra channel. Technical services (ts) provided reprogramming options to health care professional (hcp). It was noted that the patient will be brought to clinic for device optimization. Reprogramming was performed because initial programming had dual coil lead but supposed to be single coil lead. No asystole or adverse effects were reported. Currently, this ICD remains in service.